Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e2313 fibrosis.

Event description:
It was reported that a detached sensor wire and cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the pediatric patient's parents removed the sensor and realized that there was no wire on the sensor and that the wire was stuck in the patient´s skin. The patient experienced abdominal pain, trauma and fear. He was taken to the emergency room (ER) by the mother. They performed an x-ray and echography and finally the cannula was removed with surgery. The procedure lasted almost 3 hours as the cannula was very small and broken into 2 parts. The surgeon had to make 2 incisions to remove all the pieces of the cannula. The patent received stitches on the surgical wound. The doctor prescribed oral antibiotics amoxicillin 5 ml oral for 5 days 3 times a day, advil sugar free (ibuprofen) 7.5 ml 3 times a day and fucidin cream. After 10 days the stitches were removed and they applied kelo-cote ointment twice a day on the areas. The medical report specifies presence of foreign body (wire) in the connective and adipose tissue of the patient with areas of hyaline fibrosis and congestive capillary vessels. At the time of the report the patient was stable. No product was provided for investigation. Data was provided for investigation. The allegation was confirmed via photographic inspection due to a detached sensor wire and a broken cannula. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 4/15/2024.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2 type of follow up - correction. Medical device problem code - correction, please disregard code 1069 on initial MDR. Was submitted in error.

Event description:
Subsequent to the initial MDR, a correction is required.